Event description:
During arthroscopic surgery, metzenbaum scissors were inserted into the knee area to perform retinacular release. The scrub nurse noticed that a small tip of the metzenbaum scissors had broken off. The doctor was notified of the condition of the scissors. He explored the knee with the arthroscope and found nothing. An x-ray of the knee was performed in the recovery room and the metal tip of the scissors appeared to be in the subcutaneous tissue. The parents of the patient were notified and the parents elected not to purse excision of the fragment at that time.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: independent factory trained/authorized service organization. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.